Manufacturer narrative:
Evaluation summary: it was caused due to a physical damage applied on the scope. This report is being filed as part of the pentax backlog management plan

Event description:
This a new vnl9-cp sn: (B)(4) that failed dry leak test out of the box (obf). When tested using sha-p5 it was not holding the pressure and failed the test. Description of any actions taken: tried using two different leak tester but the behaviour was the same and the test failed for both the tester with same scope. Testers are working fine with different scopes. This event occurred at the time of before use. There was no report of patient harm.